Event description:
It was reported to philips that the device was unable to perform geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was in clinical use when the issue occurred and the planned coronary procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and identified calibration issue with the bodyguard and the z-rotation movement. The fse calibrated bodyguard sensors and z-rotation current adjustment. After calibration of the bodyguard sensors and z-rotation current adjustment, the system was returned to use in good working order. The codes were updated based on the investigation outcome.